Event description:
A malfunction alarm was reported, identified as malf 0, but it did not adversely impact the customer's blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the issue as the malfunction code did not recur afterward. The customer was instructed to continue using the pump and to contact support again if the issue reappeared, which the customer understood and acknowledged.